Event description:
It was reported the implantable pulse generator was programmed to wir configuration due to a previously identified issue with this competitive atrial lead. The reported clinical observation occurred with a different bsc implantable device, and it was suspected that atrial pacing was occurring at too fast of a rate. Review of a current atrial tachycardia response (atr) event was requested due to a pacing interval at 340ms in the atrium at the beginning of the tracing. A (B)(6) technical services consultant stated it looked like av search was being applied, but there was patient sensor pacing and then a short run of paroxysmal atrial tachycardia (pat). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).